Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. Upon removal of the device from the pt the capsule fell off into the mouth. No serious injury to the pt was reported.